Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported that the minimed mobile app not working. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the app. The device will not be returned for analysis.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Updated summary: medtronic app/carelink troubleshooting outcome indicated: instructions were provided to resolve the issue, no escalation required. The case is non-reportable.